Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.correction: return not received, appropriate codes inputted.

Event description:
It was reported that a patient presented for a routine pacemaker change. The pacemaker atrial port set screw was noted to be stripped. The device was explanted and a single chamber device was implanted. The patient was stable.